Event description:
We were informed on (B)(6) 2024, about an event regarding a patient with medtronic deep brain stimulation (dbs) system. The patient underwent a medtronic primary cell system replacement with a bsc system because the medtronic system lasted barely over a year. The physician's name is (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).